Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use the pump for insulin delivery. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 142 - 153 mg/dl.